Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes experienced erroneous results during use. The following information was provided by the initial reporter: customer called stating that they received erroneous troponin levels. Reran test 3 different times. Did not redraw patient and no medical intervention. Spoke to the customer. The patient sample was collected in the emergency department, but she does not know anything else about the sample collection (IV start, peripheral stick), if the tubes were mixed, if the correct draw order was followed). The results are repeated if the value is high and the patient has no previous results that are high. I recommended that they mix properly, follow draw order, and ensure that the tubes are filled completely.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The principal pre-analytical issues for falsely elevated troponin assays include hemolysis and fibrin. These are of particular concern with highly sensitive assays, therefore careful attention is necessary in terms of phlebotomy, storage, handling and processing of specimens. This customer has indicated that a fixed angle centrifuge was used for a 3 minute spin time at 3000 rpm. Instrument manufacturers and published data on interferences may be a useful resource for this issue. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters should be reviewed for this tube type.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes experienced erroneous results during use. The following information was provided by the initial reporter: customer called stating that they received erroneous troponin levels. Reran test 3 different times. Did not redraw patient and no medical intervention. Spoke to the customer. The patient sample was collected in the emergency department, but she does not know anything else about the sample collection (IV start, peripheral stick), if the tubes were mixed, if the correct draw order was followed). The results are repeated if the value is high and the patient has no previous results that are high. I recommended that they mix properly, follow draw order, and ensure that the tubes are filled completely.